Event description:
Lenstec received an email stating "the sterilization bag is not sealed.".

Manufacturer narrative:
The outer pouch was not returned for inspection and we are therefore unable to attribute the reported problem to any deficiency in product quality or the manufacturing procedures. The documentation check conducted indicated that there were no discrepancies in the packaging process of the lens and the device history record showed that the seal strength was within tolerance. Additionally, the instructions for use state that the device should not be used if the sterile packaging has been damaged.